Event description:
The device was used during a thoracobullectomy. Reportedly, the staples did not form properly and the device did not cut completely. Another device was used to finish the procedure.